Event description:
The patient reported there were issues with the battery placement. The battery was tilted and the patient wasn't getting a full charge. No symptoms were reported and the device was indicated for failed back surgery syndrome, chronic low back pain, and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.